Event description:
Procedure: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment.

Manufacturer narrative:
Brand name: uretex to urethral support system, catalog #: 485054, (B)(6).